Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's monitor does not work. There was no patient involvement.

Event description:
It was reported to philips that the device's monitor does not work. There was no patient involvement. One optical switch kit was returned for failure analysis. The reported problem was not duplicated during lab tests, even after leaving the device on standby for a week. Both the op-check and the control test passed successfully. However, contamination and corrosion found inside the switch had the potential to cause intermittent failures in the event of clogged shutter openings.